Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event during repair of the device, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the ring cover and ring bail were missing, and one side bail cover was broken. Further analysis was performed on the main pcb. This analysis conducted a full functional test, all tests passed. Conclusion: could not confirm reported event. (B)(4).

Event description:
It was reported that the external pulse generator's sensitivity was out of specification. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.